Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4076 implantable pacing lead 2010 (B)(6); 4196 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported that the device battery depleted prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : (B)(4): initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the device was pre/approaching elective replacement indicator (eri). Subsequently, the device was returned and analyzed. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout it's service life, there is no way to determine why the longevity did not match the predicted model.